Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was confirmed; the device had kinks on the insertion portion. Therefore, the most probable cause of this complaint is cause traced to component failure which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported that the subject device exhibited a fraying on the distal end, the issue occurred during an bronchial ultrasound. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.